Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an l4-s1 fusion surgery implanting rhbmp-2/acs at multiple levels, utilizing a titan prosthesis, and mixing the rhbmp-2/acs with calcium phosphate. The patient was subsequently diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries". The patient has required extensive medical treatment. Reportedly, the patient has "never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2008: patient presented with following pre-op diagnoses: degenerative discs at l4-l5 and l5-s1. For which, patient underwent surgery. Per op notes, appropriately sized endoskeleton prosthesis was selected and packed with rhbmp-2 and calcium phosphate. It was then carefully impacted into the l4-5 interspace and recess. This procedure was repeated at the l5-s1. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.